Event description:
Customer reported that the acx measuring pcb unit allegedly caught fire and filled the operating room with smoke. The patient and medical facility staff were in room but the operator had not commenced. Patient and staff were successfully evacuated. The unit was disconnected from the electrical supply. No adverse effects to patient or staff were reported by customer.